Event description:
The device is used by healthcare professionals in the collection and in-vitro storage of neonate blood. The neonate blood is tested to screen the infant for congenital abnormalities of metabolism and other conditions. The device is presented as two joined parts which constitues the total device presentation. Each card is printed with a unique specimen identification number in two places; on the form providing the infant's details and on the filter paper to which the blood is applied. The 903 cards supplied to newborn screening program, is a customized card which the customer designs in partnership with whatman, to meet the customer's requirements for newborn screening. This customer also procures another customized card from whatman named "hearing aid". The two forms have unique item numbers. The complaint from the customer was concerning a duplication of the specimen identification numbers for the newborn card, to numbers previously used by this customer for "hearing aid" cards.

Manufacturer narrative:
The product; brand name "903 specimen collection paper", common name "jka" is a pre-amendment device and thus has no 510 (k) number. User facility shipped approx 13,200 cards to users at clinics and healthcare facilities. User facility, on identification of the problem, initiated their own recall of product, by a telephone call to the affected clinics and healthcare facilities on the 15th february 2007. During a conference call between whatman qa/ra and user facility on 23rd march 2007, user facility confirmed to whatman; that it would write to users to reconfirm the earlier verbal product recall notification and that products returned from users with duplicate specimen identification numbers will be held in "quarantine" to prevent further use or distribution. As of 23rd march 2007, the user facility confirmed that approx 2000 cards had been returned by users. Whatman sent to user facility, a "product recall confirmation notification" on 26th march 2007. Whatman confirmed in this letter that whatman believed the product recall instigated by user facility was the correct course of action, and its understanding that the products returned from users with duplicate specimen identification numbers will be held in "quarantine" to prevent further use or distribution. Investigation findings: there was a customer approval for the starting number for each of the two cards item number 10534608 (pdf proof approved by customer 23rd august 06 and faxed to ebf same day) and item number 10534609 (pdf proof approved by customer 21st august 06 and faxed to ebf same day. The whatman files for artwork approval are two separate files with separate item numbers. For the complaint in question, the newborn screening cards item number 10534608, the starting specimen identification number for this card for the october 2006 shipment was 909701. The previous newborn screening cards produced for this customer, who's artwork was approved in october 2005, had cards with specimen identification numbers produced in the range of 833701 to 909700. Hence whatman 903 co-coordinator at florham park identified the correct starting number for this particular item number. This customer also purchases an almost identical card from whatman (item number 10534609) and this card we believe are used for both hearing testing and newborn screening, under the description hearing aid cards. The customer is responsible for ensuring customer requirements are communicated to whatman. The customer for these jobs had not provided a documented specification which clearly stated that each item number must start with the required specimen identification number. In not doing so then, this is the root cause for the duplication of specimen identification numbers, as whatman 903 coordinator had referenced the correct starting number, as it pertained to each of the two numbers. Whatman will update the procedure to ensure that the customer verifies as part of the specification requirements and approval the correct starting number for each customer item number. The nbs and hearing cards did not have an expiration date. Subsequently, procedure has been implemented with the requirement to ensure the cards have a two year expiry printed on the cards as part of the 903 process. Conference call took place friday 23rd march with customer, user facility, and whatman regulatory mgr and vice president qa/ra. During the call, the customer confirmed that they had initiated a "recall" via telephone to each of the hospitals/clinics. The customer confirmed 13,200 cards distributed with duplicate numbers and to date, 2000 cards have been returned. The customer is following up in writing to the concerned end users of the "recall" and will ensure the cards are held in "quarantine" to prevent distribution. Corrective actions. Three formal corrective action requests (car's) have been entered into the whatman quality system as follows: car-220. Whatman 903 co-ordinator to ensure the verification from the customer in writing of the starting number for the new job order. Define within 903 process flow and artwork procedure the requirement for the customer to specify the starting number for the customized card, as part of the customer specification requirements. Target completion 27th march 2007. Car-221. Product recall confirmation notification to the customer by whatman regulatory. Target completion 27th march 2007. Car-222. Update (customer complaints procedure) to ensure a review is undertaken by qa (on receipt of complaint) as to wheter or not the complaint may be a medical device reportable or adverse event. Target completion 2nd april 2007.